Event description:
The report received from the field indicated that during a stent assisted coil embolization procedure, the physician attempted to place an enterprise vrd and delivery 14 cm. Device across the neck of the aneurysm and had difficulty in getting the proximal and distal marker of the device's tines to open. The physician was able to get the device to open by adjusting/manipulating the delivery wire, but the device jumped/moved. The physician then used another/second device to cover the aneurysm neck completely. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: while attempting to place a 14 sonometer stent across the neck of the aneurysm neither the distal nor proximal markers of the tines would open. The physician moved the wire on the stent and eventually the stent did open at both ends but in doing so the stent jumped forward and as a result the stent did not cover the entire neck of the aneurysm. He then placed a second stent to overlap the first to completely cover the neck. The procedure was completed successfully with no patient injury. No additional patient or lesion information is available. The product was not returned for analysis. Lake region lot number 01428609. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on (B)(4) 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.